Manufacturer narrative:
There are no device identifiers available at this time and the device remains implanted in the pt and is therefore unavailable for eval. Uveitis is listed as a potential adverse event in the device labeling and is considered a known inherent risk of cataract surgery. (B)(4).

Event description:
A distributor from the (B)(6) reports that a surgeon was preparing his pt for istent surgery in the fellow eye. The first eye had 2 istents implanted. At the preoperative visit for the fellow eye, the pt presented with bilateral anterior uveitis. It should be noted that the uveitis was less severe in the operative eye. Additional info has been requested on numerous occasions, however, at this time, the pt's identity, event details, and the device identifiers are unk. The event is being reported on the basis of unk etiology.